Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issues of the latch and microswitch. A field service associate cleaned microswitches, spade connectors and applied carbon grease to the latch to resolve the issue. The system functioned as intended after the field service associate troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a fridge door failure. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.